Event description:
Consumer reports receiving burn on abdomen after having patch on for about six and a half hours (6 1/2 hrs) overnight. She saw her doctor and was advised to use antibiotic cream and a band aid bandage on burn.

Manufacturer narrative:
Consumer discarded actual product, but indicated that the unused patches will be returned. No product has been received to date. Unable to run complaint history check since lot number is unknown.